Manufacturer narrative:
The reported event of premature discharge of battery and longevity anomaly was not confirmed. The device was in backup operation upon receipt which occurred post-explant, which was consistent with exposure to cold temperature. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. After the product code was reloaded, the pacer was tested under nominal settings and the results indicates normal functionality. Additionally, the device evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. A longevity assessment was performed, and the device exceeded projected longevity indicative of normal battery depletion.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed that the pulse generator reached the elective replacement indicator (eri). The calculated battery longevity was assessed and found to be normal. However, the clinician believed that rapid premature battery depletion occurred near the end of use. The patient was scheduled for explant and the generator was replaced. The patient was stable.